Event description:
It was observed that during the device evaluation, the colonovideoscope had a scope communication error (b30) and scope communication error code (e216). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error code (e216) and scope communication error (b30) is due to printed circuit board not responding and fluid invasion in connector and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.